Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done on the same day essure insertion" on (B)(6) 2011 and device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included heavy periods, therapeutic procedure in 2010 and dysmenorrhea. She was not allergic to nickel or any other component of essure and did not experience a hypersensitivity reaction to nickel or any other component of essure. She had not experienced the injuries she claimed in her complaint or identified before the date of her essure placement. She claimed that essure did not worsen a previously existing injury/condition. Plaintiff denies pregnancy history. Concurrent conditions included obesity (bmi 34.213), anxiety, nausea, vomiting, diarrhea, latex allergy (hives), drug allergy (narcotics cause her nausea), neurofibromatosis, dizziness, vaginal discharge, yeast infection, menorrhagia and hives. Family history included blood pressure high, diabetes (paternal grandfather), depression (all family), alcohol problem nos (father), uterine cancer (mother) and neoplasm malignant. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2011 for contraception, amitriptyline, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft) for depression as well as acetylsalicylic acid (aspirin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("postoperative pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic pain/severe abdominal pain/ abdominal pain (stabbing, sharp)"), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain (sharp, aching)"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("head (throbbing)"), menstruation irregular ("irregular cycles") and menorrhagia ("menorrhagia"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, dyspareunia, menstruation irregular and menorrhagia had resolved and the genital haemorrhage, abdominal pain, back pain, depression, weight fluctuation, procedural pain, migraine and headache was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: all symptoms including menstrual pain, abdominal pain, back pain, depression, fatigue, pain during intercourse, weight fluctuations, migraines began in (B)(6) 2011 to(B)(6) 2012. She did not retain the essure or any portion of it after removal. All symptoms resolved or decreased shortly after removal surgery. She was not advised of any complications from her essure removal procedure. On surgical pathology report; (B)(6) 2016 revealed uterus, cervix, right and left fallopian tubes and ovaries, resection, diagnosis was myometrium with marked congestion. Bilateral fallopian tubes-multiple paratubal cysts. Sectioning through the fallopian tube showed evidence previous tubal ligation in the form of metal spiral wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: her historical condition was added. Per plaintiff fact sheet following events: irregular cycles, menorrhagia, ablation done on the same day essure insertion and essure confirmation test conducted: no were added. She had recovered from following events: pelvic pain, fatigue, irregular cycles, dysmenorrhea, menorrhagia and pain during intercourse. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain. Additionally, after being implanted she began suffering from symptoms of depression, fatigue, weight fluctuations and pain during intercourse. Plaintiff's essure-related chronic pain became so severe that she eventually had a total hysterectomy. On or around (B)(6) 2016, she underwent a total hysterectomy; her uterus, cervix, fallopian tubes and ovaries were removed. After hysterectomy, plaintiff was prescribed percocet to treat her postoperative pain. In addition, plaintiff states that recalls reviewing a brochure for essure that promoted the device as a safe and effective form of permanent birth control. She relied on misrepresentations in the essure brochure as to the safety and effectiveness of it and, based thereon, decided to undergo the implantation. As a result, she now suffered from severe abdominal and back pain, as well as fatigue, depression, heavy bleeding, weight fluctuations and pain during intercourse. Additionally, it was informed that she had no choice but to undergo a hysterectomy in order to have her essure coils removed. She would not have chosen to undergo the implantation had she not relied on misrepresentation as to the safety and effectiveness of essure as a permanent birth control device. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and chronic severe abdominal pain. She was submitted to a hysterectomy in order to have her essure coils removed. These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, endometrial ablation and therapeutic procedure in 2010. She was not allergic to nickel or any other component of essure and did not experience a hypersensitivity reaction to nickel or any other component of essure. She had not experienced the injuries she claimed in her complaint or identified before the date of her essure placement. She claimed that essure did not worsen a previously existing injury/condition. Plaintiff denies pregnancy history. Concurrent conditions included obesity (bmi 36.494), anxiety, nausea, vomiting, diarrhea, latex allergy (hives), drug allergy (narcotics cause her nausea), neurofibromatosis, dizziness, vaginal discharge, yeast infection, menorrhagia and hives. Family history included blood pressure high, diabetes (paternal grandfather), depression (all family), alcohol problem nos (father), uterine cancer (mother) and neoplasm malignant. Concomitant products included medroxyprogesterone (depo provera) for contraception, amitriptyline, quetiapine (seroquel) and sertraline (zoloft) for depression as well as acetylsalicylic acid (aspirin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced procedural pain ("postoperative pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic pain/ severe abdominal pain/ abdominal pain (stabbing, sharp)"), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain (sharp, aching)"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines") and headache ("head (throbbing)"). The patient was treated with oxycocet (percocet) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, procedural pain, migraine and headache was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: all symptoms including menstrual pain, abdominal pain, back pain, depression, fatigue, pain during intercourse, weight fluctuations, migraines began in (B)(6) 2011 to (B)(6) 2012. She did not retain the essure or any portion of it after removal. All symptoms resolved or decreased shortly after removal surgery. She was not advised of any complications from her essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Surgical pathology report on (B)(6) 2016, uterus, cervix, right and left fallopian tubes and ovaries, resection, diagnosis was myometrium with marked congestion. Bilateral fallopian tubes-multiple paratubal cysts. Sectioning through the fallopian tube showed evidence previous tubal ligation in the form of metal spiral wire. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-oct-2017: plaintiff fact sheet received. Reporter information updated and lawyer added as reporter, patient demographic details updated, essure indication added, concomitant medications added, events pelvis pain, head (throbbing), migraines were added and events abdominal pain (stabbing, sharp), menstrual pain, back pain (sharp, aching), fatigue, depression, pain during intercourse, weight fluctuations clubbed with previously reported events, outcome of all events was updated to resolving. On 10-oct-2017: medical records received. Other health professional added as reporter, other relevant history and lab data added. Processed with follow up number 2 (dated 03-oct-2017). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. 882184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done on the same day essure insertion" on (B)(6) 2011 and device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included therapeutic procedure in 2010, heavy periods, dysmenorrhea, cough, neurofibromatosis, gerd, vaginitis, insomnia, hyperlipidemia, shoulder injury, swelling nos, low back pain, otitis externa nos, pyelonephritis, constipation, epigastric pain, macromastia, feeling sick, vomiting, diarrhea, irritable and anxiety. She was not allergic to nickel or any other component of essure and did not experience a hypersensitivity reaction to nickel or any other component of essure. She had not experienced the injuries she claimed in her complaint or identified before the date of her essure placement. She claimed that essure did not worsen a previously existing injury/condition. Plaintiff denies pregnancy history. Concurrent conditions included obesity (bmi 34.213), anxiety, nausea, vomiting, diarrhea, latex allergy (hives), drug allergy (narcotics cause her nausea), neurofibromatosis, dizziness, vaginal discharge, yeast infection, menorrhagia and hives. Family history included blood pressure high, diabetes (paternal grandfather), depression (all family), alcohol problem nos (father), uterine cancer (mother) and neoplasm malignant. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2011 for contraception, amitriptyline, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft) for depression as well as acetylsalicylic acid (aspirin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("postoperative pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic pain/severe abdominal pain/ abdominal pain (stabbing, sharp)"), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain (sharp, aching)"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("head (throbbing)"), menstruation irregular ("irregular cycles") and menorrhagia ("menorrhagia"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, dyspareunia, menstruation irregular and menorrhagia had resolved and the genital haemorrhage, abdominal pain, back pain, depression, weight fluctuation, procedural pain, migraine and headache was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: all symptoms including menstrual pain, abdominal pain, back pain, depression, fatigue, pain during intercourse, weight fluctuations, migraines began in (B)(6) 2011to (B)(6) 2012. She did not retain the essure or any portion of it after removal. All symptoms resolved or decreased shortly after removal surgery. She was not advised of any complications from her essure removal procedure. On surgical pathology report; (B)(6) 2016 revealed uterus, cervix, right and left fallopian tubes and ovaries, resection, diagnosis was myometrium with marked congestion. Bilateral fallopian tubes-multiple paratubal cysts. Sectioning through the fallopian tube showed evidence previous tubal ligation in the form of metal spiral wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, depression, abdominal pain, back pain, fatigue, headache, menorrhagia lot number:882184. Manufacture date: 2011-07. Expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. 882184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done on the same day essure insertion" on (B)(6) 2011 and device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included therapeutic procedure in 2010, heavy periods, dysmenorrhea, cough, neurofibromatosis, gerd, vaginitis, insomnia, hyperlipidemia, shoulder injury, swelling nos, low back pain, otitis externa nos, pyelonephritis, constipation, epigastric pain, macromastia, feeling sick, vomiting, diarrhea, irritable and anxiety. She was not allergic to nickel or any other component of essure and did not experience a hypersensitivity reaction to nickel or any other component of essure. She had not experienced the injuries she claimed in her complaint or identified before the date of her essure placement. She claimed that essure did not worsen a previously existing injury/condition. Plaintiff denies pregnancy history. Concurrent conditions included obesity (bmi 34.213), anxiety, nausea, vomiting, diarrhea, latex allergy (hives), drug allergy (narcotics cause her nausea), neurofibromatosis, dizziness, vaginal discharge, yeast infection, menorrhagia and hives. Family history included blood pressure high, diabetes (paternal grandfather), depression (all family), alcohol problem nos (father), uterine cancer (mother) and neoplasm malignant. Concomitant products included medroxyprogesterone acetate (depo provera) from 2008 to 2011 for contraception, amitriptyline, quetiapine fumarate (seroquel) and sertraline hydrochloride (zoloft) for depression as well as acetylsalicylic acid (aspirin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("postoperative pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic pain/severe abdominal pain/ abdominal pain (stabbing, sharp)"), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), back pain ("severe back pain/ back pain (sharp, aching)"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("migraines"), headache ("head (throbbing)"), menstruation irregular ("irregular cycles") and menorrhagia ("menorrhagia"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, dyspareunia, menstruation irregular and menorrhagia had resolved and the genital haemorrhage, abdominal pain, back pain, depression, weight fluctuation, procedural pain, migraine and headache was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: all symptoms including menstrual pain, abdominal pain, back pain, depression, fatigue, pain during intercourse, weight fluctuations, migraines began in dec-2011 to jan-2012. She did not retain the essure or any portion of it after removal. All symptoms resolved or decreased shortly after removal surgery. She was not advised of any complications from her essure removal procedure. On surgical pathology report; (B)(6) 2016 revealed uterus, cervix, right and left fallopian tubes and ovaries, resection, diagnosis was myometrium with marked congestion. Bilateral fallopian tubes-multiple paratubal cysts. Sectioning through the fallopian tube showed evidence previous tubal ligation in the form of metal spiral wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, depression, abdominal pain, back pain, fatigue, headache, menorrhagia . Most recent follow-up information incorporated above includes: on 20-may-2019: mr received : lot number was added. New reporter contact information was added. Patient's information was updated. Patient's demographics were updated. Medical history was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
(B)(4).